Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Tandem technical support (cts) instructed caller to fill tubing to prime air bubbles. Customer¿s blood glucose level ranged from 115-120 mg/dl.